Manufacturer narrative:
Investigation: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Erroneous potassium results can be caused by many sources, including certain patient pathological conditions, improper specimen collection, specimen processing, and specimen transport. Specimen collection factors that can contribute to erroneous potassium range from prolonged tourniquet time and improper venipuncture technique to transferring a sample from a syringe draw or IV catheter. Specimen processing factors include vigorous mixing or shaking of the specimen, not allowing the specimen to clot for the recommended amount of time, prolonged contact of serum or plasma with cells, and exposure to excessive heat or cold. Finally, mechanical trauma and other adverse conditions during transport of tubes can result in erroneous potassium results.

Event description:
It has been reported that one bd vacutainer® sst¿ blood collection tube has been found experiencing erroneous results during use. The following has been provided by the initial reporter: it was reported that there have been several results with high potassium. There have been several results with high potassium, complaint 2 of 4.

Event description:
It has been reported that one bd vacutainer® sst¿ blood collection tube has been found experiencing erroneous results during use. The following has been provided by the initial reporter: it was reported that there have been several results with high potassium. There have been several results with high potassium, complaint 2 of 4.

Manufacturer narrative:
Correction: patient identifiers received. The following information has been updated: age at time of event: 49 years. Sex: female.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that one bd vacutainer® sst¿ blood collection tube has been found experiencing erroneous results during use. The following has been provided by the initial reporter: it was reported that there have been several results with high potassium. There have been several results with high potassium, complaint 2 of 4.